Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that an overdischarge was alleged. The patient was implanted 5 years ago and had never used the implantable neurostimulator (ins). They did not attempt to use the implantable neurostimulator recharger (insr) since no charge had been done in 5 years. Non-compliance was the reason recharging was not maintained. The patient never understood the device; therefore he never used it. The patient also didn't use stimulation because it was not effective for his pain through the coverage down his legs was apparently good. They were considering using the ins again to see if it had a different effect. The healthcare provider (hcp) wanted a local manufacturing representative (rep) to do a physician mode recharge (pmr) on the device. It was noted that the patient had chronic pain. It was later reported that the overdischarge was confirmed. No communication could be established with either the patient programmer (pp) or insr or clinician programmer (cp). It was later reported that no action was performed. The physician decided to not pursue a power on reset (por). No further action was going to be taken.